Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer had changed the infusion set the day prior to the hospitalization. The customer had ketones and was vomiting prior to the hospitalization. In addition, it was stated that the programming on the insulin pump was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.